Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were removed. The top case was chipped and cracked. Right / left plunger cases cracked by the screws. There was a depleted battery alarm in history. The reported issue was duplicated by visual inspection and customer stated problem was verified during startup. The root cause of the reported issues was found to be chemical/use of hash cleaning fluids by customer and the battery level was low. The technician charged battery. Replaced top case and replaced battery as a preventative measure. The battery was over 5 years old.

Event description:
It was reported that the top case needed to be replace due to crack and depleted battery. No patient injury was reported.